Event description:
The "almost empty" alarm rang on the vecuronium that was infusing. The rns saw the pump to be infusing at 0.1mg/kg/hr with a 1:1 concentration of vecuronium for a total of 0.88ml/hr. Rn commented there were 8ml left in the syringe at the time of the first alarm. At 0300 the "almost empty" alarm rang again. Rn went to silence the pump and requested the vec from pharmacy. She noted that the vec was programmed to run at 0.88ml/hr. When rn returned from break at 0330 the vec syringe contained 3ml. At 0420 the pump alarmed again to say the syringe was completely empty. The doctors were notified, and the pump taken out of circulation. Doctor's note documents event. Vecuronium drip held for one hour then resumed, no harm to the patient. The pump number was called down to biomed and has already been picked up for their analysis.